Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported implanting a xen®45 gts with an omnie procedure in the right eye. At one week post-op, the healthcare professional noted "xen was clogged due to some heme that was caused from the omnie." The patient was brought back two days later "to flush eye to try and get xen unclogged." This did not work so a second stent was implanted.